Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter denied damage to the battery compartment but confirmed that the battery cap could not be tightened. It was reported that the patient went swimming with the pump a week prior to the power event. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 11/03/2017 - device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2017 with the following findings: examination of the black box history revealed multiple unexplained power-off and power-back-on events. The returned battery cap was undamaged and able to fit securely. Evidence of moisture corrosion was observed in the battery compartment. The battery cap was fastened and then unscrewed ½ turn leading to a reboots due moisture corrosion. A leak test failed due a battery compartment leak as well as a base crack leak. The reported power complaint was duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.